Manufacturer narrative:
Ingestion of foreign objects can occur at any time during dental procedures. Once a foreign object has reached the stomach it is expected that it will pass through the gastrointestinal tract as a result of peristalsis movement without complication, usually after a 7-10 day period. Follow up with patient on (B)(6) 2016 indicated improvement and pill camera procedure revealed evidence of healing. Patient reports CT scans, colonoscopy and endoscopy procedures conducted with no evidence of broken tooth piece found.

Event description:
Patient swallowed portion of ips empress cad crown that had been placed on tooth #18 by the dentist on (B)(6) 2013. Patient returned to dentist on (B)(6) 2016 indicating that a piece of the crown was swallowed after eating almonds. The doctor confirmed that a portion of the patients crown fractured on the distolingual cusp. On (B)(6) 2016 the patient returned to the office claiming the portion of the crown swallowed caused pain and damage to his digestive system.